Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed that a clear original cap was not attached to the female connector inside the pouch. The reported condition was verified. The cause of the condition was related to the assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transparent shipping cap of the minicap transfer set was missing. This was noticed before use of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.